Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a gore 14fr sheath caused a dissection and required emergent surgery of the right groin. The artery was repaired with stents and grafts. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).